Event description:
In 2008, the patient's wife reported the adhesive on the patient's insulin infusion sets are not properly adhering. She said a few days ago, the patient inserted a new infusion set and it immediately fell off. She stated the same thing happened today. The patient uses prep wipes prior to inserting the infusion headset. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.